Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MFR# 6000093-2007-01889. It was reported that post a coronary drug eluting stenting treatment procedure, allergic reaction and pt death occurred. The physician implanted a 3.00x16mm taxus express2 drug eluting stent and a 2.75x16mm taxus express2 drug eluting stent in the mid to proximal right coronary artery (rca). Less than 20 minutes later, the pt had exhibited a flushed torso and face and experienced numbness and swelling of lower lip and later swelling to the fingers. The physician administered 15mg of benadryl, 4mg of zofram, 125mg of sofedlol and 300mg plavix. The pt was discharged the following day. One to two days later, the pt presented with anaphylactic shock. The physician tried dialysis, then placed the pt on a respirator and a balloon pump. The pt died three days post procedure. Further info has been requested, but has not been received.